Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during the case, a green cable error code was received. There was no reported patient consequence.